Event description:
It was reported the patient was experiencing syncope. It was determined the left ventricular lead was dislodged. The physician elected to program the lead off and reprogrammed the atrial and right ventricular leads appropriately. The lead remains in the patient. It was stated the patient was "fine" after the reprogramming. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).